Event description:
The manufacturer received information alleging particles in device, particles in airway from device, particles in tubing/chamber, cough, headache, chest is burining, runny nose related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.